Event description:
During an initial procedure, the stylet was unable to advance through the right atrial (ra) lead. Additionally, the helix was unable to extend during the procedure. A new atrial lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of the helix mechanism issue and the stylet failure to advance were confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region and the helix being bent consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The stylet insertion test couldn¿t perform due to the damaged inner coil consistent with procedural damage. The cause of the reported events was isolated to the over-torqued inner coil, bent helix, and the helix being clogged with blood/tissue.